Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy and no further information would be provided. Device history records for the specific lot indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no other reported events for the subject lot code. The root cause of the reported event could not be determined with the limited information provided. Device not returned.

Event description:
It was reported that a patient fell requiring a revision of her right hip's femoral components. Mdm liner was exchanged for a 36 x3 liner and exeter stem was revised to a zimmer wagner.